Event description:
The customer reports that during a skin closure procedure, once the device had been fired and they went to clean the prep off, the staples were coming out. Not sure how the case was complete. The device was thrown away.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.